Event description:
On (B) (6) 2008, the patient reported that for several weeks he has received the e6 (mechanical error) message on his insulin infusion device. He said, he does not currently have an e6 on the device. To troubleshoot, the patient was instructed to check his battery type and setting and confirmed they were correct. The patient stated he wears his device in a shirt pocket next to his body and the device often has condensation. He said he does not believe it is insulin and he wipes it out when he changes the insulin cartridge. He stated when the piston rod moves, he hears a rattle. The patient was advised to switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.